Manufacturer narrative:
Occupation is patient/consumer the strips were requested for investigation. Replacement product was sent. One test strip was provided for investigation where it was tested using a retention meter and controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. On (B)(6)2023 at 5:42 p.m., the laboratory result was 1.84 inr. At 9:40 p.m., the meter result was 2.4 inr. On (B)(6)2023 at 8:50 a.m., the meter result was 6.0 inr. The patient decreased warfarin medication on her own after receiving this value. At 11:53 a.m., the laboratory result was 3.99 inr. The patient¿s therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is biweekly.